Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door latch on the remote manager was making contact with the metal and required realignment. Additionally, the door handle for the remote manager was falling off. A field service engineer cleaned latches and installed new 3m tape. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.